Event description:
(B)(4). It was reported that during a coronary artery stenting treatment a thrombus occurred. The 99% stenosed target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3mm and the lesion length was 14mm. A 3.00x16mm liberte stent was implanted. An additional procedure was performed in the target lesion; a thrombectomy was performed to treat a fresh thrombus. No further data was provided. Residual stenosis was 0%. The procedure was a technical success. Discharge information was not provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). Device not returned for analysis.